Event description:
The customer reported that both display screens were black on boot up resulting in a loss of the live image. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the 5 volt power supply. The system operates as intended.